Manufacturer narrative:
The device was implanted in the patient and not returned to the manufacturer for evaluation. Procedural or medical imaging was not provided. The alleged product issue could not be confirmed at this time. However, the investigation is ongoing. Upon completion, of the investigation, a supplemental report will be submitted. A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during coil embolization of an external carotid artery malformation, the coil was reported to prematurely detach and migrate at the descending aortic arch. The coil delivery system was removed. An attempt was made to remove the coil using a trap unsuccessfully. The procedure was not continued. The patient is reported stable in the ICU.

Manufacturer narrative:
Imaging review, (B)(6), (B)(6) 2023: a single 10 second video is supplied. It shows a subtracted angio run of the lower abdominal aorta and iliac vessels. A stent has been deployed in the right common iliac artery. I dont know if this was done to ¿pin down¿ the proximal strand of stretched coil, or if the stent was already there for other unrelated reasons prior to this procedure. Evaluation of the physical device (24aug2023): items returned for evaluation: pusher. Items not returned for evaluation: implant; introducer; dispenser hoop; shrink lock; microcatheter; v-grip. The visual analysis of the returned items found the pusher heater coil damaged, and the implant not attached to the pusher. Further inspection found the pusher body coil severely stretched and tangled at the distal section. The implant was not returned for evaluation. Investigation of the pusher found the monofilament with a mushroom profile at the tip, indicating that the implant was successfully detached from thermal activation.

Event description:
Additional incident information received indicated: the migrated coil was removed from the patient on (B)(6) 2023. The patient was reported to be good, no injury was incurred. Correction was made to the lot number. Should be: 0000090130.